Event description:
It was reported that the "luer on the PICC, where the needle less connector is attached, is coming off of the clear extension."

Manufacturer narrative:
Record review - a review of the mfg records indicated that all device specs and quality requirements were satisfied. No sample was returned for eval. We are unable to determine the cause or factors which contributed to this event.